Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error indicating a patient category mismatch between the breathing and monitoring sub-systems. There was no patient harm reported. (B)(4).

Manufacturer narrative:
(B)(4). The field service engineer (fse) onsite investigated the ventilator. The fse could not duplicate the reported failure. No parts needed to be replaced. The ventilator passed all functional and safety tests per factory specifications and was cleared for clinical use. The device logs were evaluated. The logs confirm that a technical error indicating a patient category mismatch between breathing and monitoring subsystems occurred on the reported date of event. As the fault could not be duplicated the true root cause to this matter could not be determined.

Event description:
(B)(4).